Manufacturer narrative:
It was further clarified that the separated part was not the basket of the wire but it was the shaft of the wire. Evaluation / investigation: a review of the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications was performed. A visual inspection and functional testing of the returned device was also conducted. One device was returned for evaluation. The device was returned with the cannulated handle severed. The support sheath is severed. A visual examination noted kinks in the basket sheath 1cm from the distal tip and 78 cm from the distal tip. The basket formation is in the closed position. A visual examination of the cannulated handle noted that 1 cm of wire is bent at 90 degrees and is sticking out of the male luer lock adaptor (mlla), 1.5 cm of wire extends from the coil, and the entire cannulated handle was returned. A functional test noted the handle does not actuate the basket formation. It appears the device met resistance beyond its intended design. The customer complaint was confirmed. Each device is shipped with the instructions for use (IFU) manual which clearly states, under direct visualization, locate the stone and advance the extractor to a location just proximal to the stone. Slide the thumb lever on the handle to the ¿open¿ position to deploy the basket near the stone and maneuver the device until the stone is within the basket. Once correctly positioned, draw the basket down around the stone and slide the thumb lever into the ¿close¿ position. Maintaining position of the stone within the basket, retract the scope and basket." Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and there were no non-conformances noted for complaint device lot number 7833929. A review of complaints history revealed no other complaints associated with the complaint device lot number (7833929). Based on the provided information and the investigation evaluation; the root cause is probably related to product use or handling - user technique. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient was undergoing a tul (transurethral ureterolithotripsy) procedure. The complaint device was advanced to the lesion transurethrally through a flexible urethroscope. The basket wire broke when the physician grabbed the stone with the complaint device. Another unspecified device was used and the procedure was completed successfully. There are no reported adverse patient consequences related to this event. The device is reportedly available for evaluation; however it has not been received by the manufacturer as of the date of this report.